Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and upon visual inspection, endoscope was found with a missing component- camera instrument adapter. The root cause is attributed to manufacturing. Additional observation not reported by site: 1. The endoscope cable was visually inspected and found with a defect at zone c near the endoscope housing. Visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. 2. Discoloration of housing was noted. 3. Visible light through cable jacket was noted. Image review: review of the provided image is consistent with the reported complaint of a dislodged camera adapter. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the bearing of the small gear wheel of endoscope was defective, it shakes. The white sealing ring is completely out. As a result, the holder can no longer be rotated. The procedure was completed with a spare endoscope with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the procedure was completed with a spare endoscope with no patient harm.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and found to have the white sealing ring completely out. As a result, the bracket could no longer be turned. The endoscope was visually inspected and found with a missing gear component. Additional observation(s) not reported by site: the endoscope cable was visually inspected and found with a defect at zone c near the endoscope housing. A visual inspection confirmed visible light shining through the cable insulation jacket when the cable was plugged into the internal system or equivalent and illumination was powered on. The complaint was confirmed by failure analysis.